Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station system had been slow when signing in. A technical support specialist applied ka000013946 as per advice by agent to resolve the issue and then sent a follow-up email, monitored the station for any recurrence, and closed the case as per the customer's email. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the station system was slow when signing in to the station by fingerprint. The customer stated that they would scan their finger, and the system would freeze and took a few minutes to sign in. The customer stated that the malfunction occurred when a user tried to issue medication to patient. However, there were no adverse events or injuries reported based on this event.